Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information regarding the reported incident was received from the customer. It was confirmed that a small portion of the wire remained in the subcutaneous layer; additionally, calcification was confirmed to be present. Investigation ¿ evaluation a review of the complaint history, device history record, documentation, drawing, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, the root cause cannot be traced to the device; potentially the cause can be traced to the patient¿s condition, as it was stated that the patient¿s anatomy was calcified. Calcification could have been a contributing factor that resulted in the reported failure mode. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section.

Manufacturer narrative:
PMA/510(k) number = k133114. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a lower extremity angiogram procedure a portion of the micropuncture transitionless stiffened cannula access set separated. According to the initial reporter, ultrasound-guided access was achieved in the left groin of a patient with a history of peripheral artery disease (pad). However, as the wire guide was being inserted and removed from the patient's anatomy, the distal tip sheered off in the skin. There is still a small portion of the distal tip of the wire in the sub q space. The patient was reported to be asymptomatic and it's been decided that no further procedures are required at this time. According to the initial reporter, the patient did not experience any further effects from this issue.